Event description:
Revision surgery - pt suffered trauma to joint and has complaint of discomfort. Doctor advised revision surgery as option. Original press fit stem remains, head replaced with offset humeral head, sz. 46/22.